Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) the field service specialist (fss) visited customer to inspect the unit. Fss replaced the hard drive and updated network adapter. Fss re-seated all cables and verified there were no errors on boot up. Fss performed the field service checklist and preventive maintenance (pm), which several filters were replaced on the unit as part of the pm. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the system had safe state error, error 2012 (instrument host timeout error). Customer rebooted and it cleared. There was no patient involvement reported and no patient treatments delayed or cancelled.